Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the non-calcified and moderately tortuous mid to proximal left anterior descending coronary artery. The physician attempted to pre-dilate the lesion using the apex monorail 2.0 x 15mm balloon catheter. The balloon was inflated once to 10 atms, however, the balloon ruptured. The physician used another manufacturer's balloon catheter to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
Pt: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).